Manufacturer narrative:
G3 date received by mfg - correction to the date in the initial MDR. The correct date should be 03/09/2026 h2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced an inaccuracy. At the time of the event they utilized a betabionics ilet insulin pump. The date of sensor insertion and location were not specified. The event occurred on 03/01/2026. At the time of the inaccuracy, he felt sweaty, and due to the symptoms went to the emergency room (ER) and was treated with unspecified IV fluid. At some point the cgm value was 140 mg/dl and the bg fs value obtained by a health care professional (hcp) at the ER was 214 mg/dl. He re-calibrated the cgm at the hospital, and after calibration, the ilet insulin pump made insulin correction and the patient returned to a normal range. On (B)(6) 2026, during a call back by the pump partner agent, the patient told the betabionics agent ¿he gets sweats even when he is in range in the morning. Agent advised speaking with an hcp.¿ no other patient or event details were documented. There was no information provided which indicated the hospital visit exceeded 24 hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).